Manufacturer narrative:
G2: citation: authors: wakuta, n., yoshioka, t., irie, y., tsugu, h., abe, h. Ruptured distal anterior inferior cerebellar artery aneurysm years after stereotactic radiosurgery for vestibular schwannoma: a case report and literature review. Surgical neurology international 15(213) 2024. Doi: 10.25259/sni_285_2024 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The case of a ruptured distal anterior inferior cerebellar artery aneurysm years after stereotactic radiosurgery for vestibular schw annoma. The time frame of this study was: 20 years after the initial treatment. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: marathon microcatheter. No deaths occurred in the study population. Among patient adverse events included: mild cerebellar ataxia, right facial nerve palsy (house-brackmann grade 4), abducens palsy, and pontine infarction. No further information was provided pertaining to medtronic products.